Event description:
The initial reporter questioned a low result not corresponding to the clinical picture for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas 8000 e 602 module. The low result in question was 144 ku/l. The result was reported outside of the laboratory. The patient has advanced pancreatic cancer and typically has elevated ca 19-9 results. No repeat testing could be performed as the sample was discarded. The patient and the oncologist interpreted the result as an indicator of "treatment response to new chemotherapy regime." No changes were made based on the low result; they waited to see the next result. On (B)(6) 2022 the ca 19-9 result was 9495 ku/l. The e602 module serial number was (B)(4).

Manufacturer narrative:
Since the event, the instrument underwent preventive maintenance. The customer did not provide any additional information for investigation. As the customer has not complained of any further issues for any other patient samples, the investigation determined the event was consistent with a pre-analytical sample handling issue. The suspect medical device was updated. Relevant fields of sections d and g were updated. The ca 19-9 reagent lot number and expiration date were not provided.